Manufacturer narrative:
The field service engineer was unable to confirm the reported problem. There were no error codes generated and the device was fully operational. There were no parts replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part replaced the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A no power condition was reported. No patient involvement reported.